Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The following sections were updated: d8, d9, g3, g6, h2, h3, h4, h6, h10. The device was returned to olympus for evaluation. The repair center was unable to confirm the customer's complaint. The unit was tested and worked as intended. However, a damaged connector was found. The device was repaired and returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, an e116 error is notified when one of the following parts fail: central processing unit (cpu) and/or, cpu cooling fan, graphics processing unit (gpu), gpu cooling fan, cooling fan harness, dual in-line memory module, motherboard, power supply. The damaged connector due to excessive force applied by the customer, or an accidental failure of one of the above parts, caused the event.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported a visera 4k uhd camera control unit displayed error code e116. There was no patient impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to report additional information provided by the customer. New information is reported in b5.

Event description:
Additional information provided by the customer 25mar2021: the reported issue was first identified prior to the start of the procedure. No other devices were involved. There was no delay in the procedure due to this occurrence. The intended procedure was completed with the complaint device.